Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during an excelsius gps surgery, recently we replaced our 12" fluoro fixture with a flat panel. He have had a few screws misplace and always on the left pedicles. We believe these are due to skive issues because of hypertrophic facets. The screws have been low and lateral deviation from starting point although the end effector plumb line is true. When we drag the centroid and place it on the lateral projection we have noticed that the ap centroid it is always off of the spine in the ap projection. The 12" round always had it within the bony parameters on the vertebral body. Then we would tweak it.